Event description:
It was reported that during a knee arthroscopy procedure, while in use by the surgeon, the tip of the unit broke and remained inside the joint. Further, the tip was retrieved by converting to an open surgical procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.